Event description:
Type 2 diabetic on vgo 20 for 10 days reported to valeritas customer care during an outbound call that "she had skin irritation and redness after removing the v-go from her abdomen area". Valeritas ae assessor spoke with patient who reports she noticed redness, tenderness and swelling at the vgo site on her left abdomen approximately 5 inches long and 3 inches high. Patient saw her hcp and was diagnosed with cellulitis; prescribed oral antibiotics (keflex) for 10 days. Pt. Last antibiotic is scheduled for (B)(6) 2014. Pt reports that the redness has decreased to approximately a quarter since being on the antibiotics. Site is still tender to touch, not warm, there is no drainage, no open area, skin is intact. Pt is cleaning site per hcp instructions.

Manufacturer narrative:
This MDR is being submitted following our procedure: patient was treated for cellulitis by hcp (third party intervention, possible serious injury); device unavailable for investigation; device is supplied sterile, but the site may not have been prepped properly where the needle penetrates the skin.